Event description:
It was reported that the patient experienced a change in stimulation of his device when he changed positions. The patient stated that "over the last 2 weeks, the implant had stopped working for his cluster headaches." It was noted that the stimulation would increase when he moved his head to a certain position, and then it would decrease when he changed the position of his head. It was further noted that this had been occurring for a few days. The patient also stated that "it was unnoticeable before because the strength of the signal was less and that he felt positional movement changes since implantation." It was noted that the patient changed his medications and had increased his use of sumatriptan, but the physician was unsure if this contributed to the event. The patient further stated that he did not feel headache relief after increasing the stimulation. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 37754, serial# (B)(4). Product type: recharger: product ID 37744, serial# (B)(4). Product type: programmer, patient: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708120, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension. (B)(4).